Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿the flushed solution was leaking out between the main body and female connector". This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available. However, a video of the sample was provided for evaluation. A visual inspection of the video with the naked eye, noted an improper functional use leading to the leak of the transfer set. The user was improperly pressurizing the set with a syringe, with the twist clamp in the closed position causing the fluid to leak past the internal tubing connection. The internal tubing connection is a friction fit. And is not designed to withstand the functional use, that is depicted in the video. The transfer set is intended for low pressure or gravity feed of fluid to or from the patient¿s peritoneal cavity, during peritoneal dialysis therapy. The reported condition was verified. The cause of the condition was determined, to be improper testing and/or use of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.